Event description:
It was reported that a patient experienced air in the lines of a homechoice cassette; further described as ¿air bubble on the lines¿. This occurred during use of the device for peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.